Event description:
During review of the in-house database, it was observed that upon initial interrogation on (B)(6) 2003, the patient's settings were set at what appears to be unintended settings which were indicative of a faulted diagnostic test occurring. The date of implant was (B)(6) 2003, but there is no programming/diagnostic history available prior to (B)(6) 2003. It is unclear what date the faulted diagnostic test occurred, but it was likely the date of implant. Since the exact date is unknown, the event date is the date the faulty settings were first observed. The settings were corrected on (B)(6) 2003. It is unknown if the device was intended to be programmed on since the date of implant. There were no diagnostic tests available in the in-house database.

Manufacturer narrative:
Analysis of programming history.